Manufacturer narrative:
An event regarding a hip revision due to patient factors involving a v40 cocr lfit head 36mm/0 was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot referenced. Conclusions: the exact cause of the event could not be determined because medical records and devices were not returned. Further information such as pre- and post-operative x-rays, primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
Patient brought to or for thr revision. Persistent acetabular pain lead to this revision (groin pain). Hip was opened and large amounts of necrotic tissue was found. Tissue had a reddish hue. Went well below (tissue loss) lesser trochanter and involved musculature. Head and liner were removed after extensive debridement and a universal sleeve (v40) and a 36mm biolox delta head implanted into a new 36mm e trident liner (10 degree).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Hospital will not release.

Event description:
Patient brought to operating room for thr revision. Persistent acetabular pain lead to this revision (groin pain). Hip was opened and large amounts of necrotic tissue was found. Tissue had a reddish hue. Went well below (tissue loss) lesser trochanter and involved musculature. Head and liner were removed after extensive debridement and a universal sleeve (v40) and a 36mm biolox delta head implanted into a new 36mm e trident liner (10 degree).